Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that despite multiple attempts, the battery was unable to charge. In addition, it was reported that the pump battery depleted from 89% battery life to 60% battery life while the pump was plugged into charge. Customer's blood glucose level was 218 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.